Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using a bd rapid detection of sars-cov-2 veritor assay false positive results were obtained. The customer stated the employees were removed and instructed to self-quarantine at home. Repeat tests were performed using a pcr test method. The facility reported the positive antigen test results and potential outbreak to the (B)(6) department of health. There was no report of patient impact. (B)(4).

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0233127. Bd quality performs a systematic approach to investigate false positive/discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported while using a bd rapid detection of sars-cov-2 veritor assay false positive results were obtained. The customer stated the employees were removed and instructed to self-quarantine at home. Repeat tests were performed using a pcr test method. The facility reported the positive antigen test results and potential outbreak to the pennsylvania department of health. There was no report of patient impact. Eua(B)(4).